Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead via fluoroscopy. This resulted in low sensing amplitude. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.